Event description:
It was reported that the patient was looking for a health care provider (hcp) to explant their device. For the past 3 to 4 months the patient had to walk around with a towel due to leakage. It was noted that the patient did not want to troubleshoot the device and just wanted to have it explanted. The patient indicated that they would probably need the device replaced in a year anyway and they did not want to go through that operation. It was stated that the patient died once on the operating table for a procedure not related to the device and they had asthma and coughed constantly which caused the leakage. The patient just did not want to deal with the device anymore and wanted to take medications instead due to their age and health condition. It was reported that the device had worked well for them prior to the last 3 to 4 months. The patient was unwilling to even use the programmer to check and see if the therapy was turned on. Additional information received reported that the patient had a loss of therapeutic effect within the past month. Additional information received reported that the patient spoke to someone who helped them reset their stimulator. The patient still didn¿t feel anything different and wanted to know how long it took after it was turned back on before they could get therapeutic effect. It was noted that the water kept running. Before 6 weeks ago the device was helping the patient¿s symptoms and they loved it, but it was getting slowly worse. It was stated that now the thing was not helping and they had to put towels and could not even walk. The patient wanted it taken out and didn¿t look forward to any kind of surgery and they had pills to help their symptoms. It was reported that the patient just got asthma, they needed a pacemaker too, and was in the hospital all the time. The patient was in the hospital 4 to 11 times and once was for 12 days. It was noted that one of the times the patient was in the hospital they died for a minute and a second and they mentioned their adenoids between their eyes. The patient got medicine, felt lousy, and was getting a little better than 2 days ago when they got the bad asthma attack again. It was stated that the patient was asked if the reason they were hospitalized was related to their device or therapy and they said that they ¿didn¿t say they were related.¿ the patient wanted to increase stimulation to see if that would help their symptoms and they had stimulation on set on program 1 at 2.5v. It was reported that the patient felt stimulation when it was turned back on but did not feel it now. The patient was assisted with increasing stimulation to 3.0v and they patient wanted to try it there. It was noted that the patient was sent a list of 7 hcps, but all of them said they didn¿t deal with the device anymore. Someone called them back and said there would be on, but they hadn¿t reached anyone there yet. Additional information received reported that after the patient got out of the hospital for something unrelated they were kind of out of it. The patient¿s therapy hadn¿t worked for about 1 month and the symptoms came on suddenly. It was noted that the patient was trying to see about getting the device removed since the therapy was not working. The patient didn¿t want to go under the knife anymore and the last time they went under the knife they died. It was during a surgery that was not related to the therapy that they died and this was about 2.5 years ago. Additional information received reported that the patient synced with their implant and increased stimulation from 3.0v to 3.3v and could feel stimulation vaginally. The patient would monitor their symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v075603, implanted: (B)(6) 2008, product type: lead.